Manufacturer narrative:
On (B)(6) 2015, the field service engineer (fse) found a leak coming from the probe wipe module. The probe truck was loose causing a leak during shutdown. The fse tightened the probe truck and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained diluent leak of about 30 ml from the left front of the coulter lh780 hematology analyzer during shutdown. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.